Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying a value of 13.0 mmol/l when they started to profusely sweat. They stated their blood sugar was going low fast and was less than 2.0 mmol/l. They ate sugar to bring their blood sugar levels up. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional event or patient information is available.